Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified item/lot information matched what is listed in the sub form of the complaint. The device shows signs of repeated use and wear and tear on the shaft and handle. Both have scratches, nicks and gouges. The large pin has fractured off and was not returned. The device has a possible field age of 11+ years. Reference attached photographs. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign ¿ canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that t-handle broke while trying to remove im rod during surgery. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.